Manufacturer narrative:
This event is reportable to the FDA on the basis of the malfunction reporting precedence established for this product family for ¿deployment issue resulting in exposed stent being removed from patient with the delivery system'. The complaint device was discarded at the facility. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. Prior to distribution, all evo-20-25-8-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-20-25-8-e device of lot number c980836 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user deployed the evo stent in the esophagus. The safety wire had been removed. It was difficult to determine if the proximal tip came out of the delivery system; so the physician removed the delivery system; however the stent was removed along with it. The physician elected to use a cook 10cm stent to complete the procedure.